Manufacturer narrative:
The customer complaint of tubing coming apart at the upper fitment was confirmed. Photo provided by the customer observed that the silicone pumping segment was completely separated from the upper fitment. The root cause of this failure was not identified as no product was returned.

Event description:
The customer notified bd with a reported issue of the tubing separating between the pumping segment and the upper fitment during priming prior to patient use. No patient involvement was reported. There was a delay while the nurse obtained new tubing and cleaned up the leak.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer notified bd with a reported issue of the tubing separating between the pumping segment and the upper fitment during priming prior to patient use. No patient involvement was reported. There was a delay while the nurse obtained new tubing and cleaned up the leak.